Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and visually analyzed. No anomalies found however it was noted that the outer insulation was melted, breached/.cut and had a cosmetic depression. Apparent explanted damage was noted.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.